Manufacturer narrative:
The patient was also the initial reporter, so personal information was not entered.

Event description:
The customer stated not all of his blood glucose readings were being stored in the memory of the contour next. No adverse event alleged. The customer was asked to return the meter for investigation. A replacement meter was sent to him.